Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), fallopian tube perforation ("perforation (fallopian tube)") and device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, diarrhea, weight gain, cervical intraepithelial neoplasia, stress incontinence, hormonal imbalance, uterine bleeding and incision site pain. Concomitant products included oxycocet (percocet). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 3 days after insertion of essure, the patient experienced pelvic pain ("pain"). On (B)(6)2015, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain/cramping"). In (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, essure removal). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, fallopian tube perforation, device breakage, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety, depression, bladder disorder, urinary tract disorder and pelvic pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: the essure was successfully placed on the right but difficulty was encountered on the left and placement was not possible. The right tube was cannulated with the essure device and the device deployed without difficulty and 1-2 trailing coils.the left tubal ostia was visualized and the essure device threaded into the hysteroscope. At this point, the cervix became leaky enough that physician unable to maintain uterine distension, 2 clampse were palced across the cervix in attempts to maintain uterine distension but physician was unable to visualize the left tube fully enough to deploy the device safely with multiple attempts. A paraguards iud was placed instead without difficulty. Diagnostic results: (B)(6)2014 - pregnancy test, urine - pregnancy test is negative hsg on (B)(6)2014: total bilateral occlusion (it was clearly reported that essure was not inserted on left side). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain cramping, menorrhagia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), fallopian tube perforation ("perforation (fallopian tube)") and device breakage ("device breakage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, diarrhea, weight gain, cervical intraepithelial neoplasia, stress incontinence, hormonal imbalance, uterine bleeding and incision site pain. Concomitant products included oxycocet (percocet). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 days after insertion of essure, the patient experienced pelvic pain ("pain"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain/cramping"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fallopian tube perforation, device breakage, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety, depression, bladder disorder, urinary tract disorder and pelvic pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: the essure was successfully placed on the right but difficulty was encountered on the left and placement was not possible. A paraguards iud was placed instead without difficulty. The right tube was cannulated with the essure device and the device deployed without difficulty and 1-2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on an unknown date: full occlusion and proper placement of essure. On (B)(6) 2014 - pregnancy test, urine - pregnancy test is negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain cramping, menorrhagia, dysmenorrhea. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-oct-2018: pfs and mr received : events bladder or urinary problems or changes, device breakage, dysmenorrhea (cramping), pain, perforation (fallopian tube(s)) were added. Outcome of the event dysmenorrhea was updated. Concomitant disease, concomitant drug, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement of essure. Further company follow-up with the consumer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.